Event description:
Sorin group (B)(6) received a report that an alarm occurred when the pump was turned on. The pump did not rotate. The incident occurred during setup. There was no pt involvement.

Manufacturer narrative:
The date of event will be provided in a follow up report. Sorin group (B)(4) manufactures the s5 pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that an alarm occurred when the pump was turned on. The pump did not rotate. The incident occurred during setup. There was no pt involvement. Sorin group (B)(4) has received the product for eval. They had determined that the issue was caused by a defective resolver. The resolver has been sent to the supplier for further investigation. A follow-up report will be filed when the investigation is complete. See scanned page.